Event description:
Hosp reported that during use, the bio-console would not register flow readings on the display bargraph panel. The device was removed from the circuit and replaced with a second bio-console. Case was continued with no effect to the pt.

Manufacturer narrative:
Device has been rec'd and eval has been completed subsequent to the initial medwatch report filed with FDA. Problem was confirmed. Console was returned because "console would not register flows on bar graph, console was actually pumping flow" tx was not returned with the console. Visual inspection-protective cover on power switch is loose. Functional inspection-unit was power up prior to sanitation. Confirmed that flow display isn't working. Verified reported problem with unit. Problem was traced to the flow board circuit card. Flow board was analyzed and found that ic u7 (p/n 65708) was defective. Ic u7 has no output. Ic u7 was replaced. (Lot # 9503003702). Flow board was reinstalled, unit was powered up and ran for 4 hrs in the lab to verify proper operation of console. The cause of the flow display failure was ic u7 located on the flow board circuit card. Replacing this component repaired the problem with the console. Corrective action-continue to monitor for trends, no other corrective action needed at this time. Recommendations-svc to perform preventative maintenance, calibration and final performance test. Protective cover for power switch also needs to be replaced.